Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. The patient stated they had balance and falling issues before they were implanted with their dbs, but after implant they started falling a lot more. The patient stated they went to physical therapy to try and fix their balance issues. It was reported that the patient had a fall a few days prior in which they got a bruise just below the incision. Before the fall the patient had good coupling, now after the fall they only get 2 coupling bars and sometimes zero. Repositioning the antenna did not resolve the issue. The patient didn't understand why they weren't getting the ins to charge after sitting for a while. The programmer was used to check the implant and it was found to be finally charged. The patient stated the ins is working tremendously for their tremor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the issues remains unknown.